Event description:
IV catheter inserted successfully. When nurse went to dispose of the needle, the safety cover had not come down over the tip of the needle resulting in an exposed contaminated needle. The nurse was stuck with the used needle.what was the original intended procedure?starting an IV catheter and disposing of the needle.device #1is this a laboratory device or laboratory test?no.